Event description:
It was reported that the patient had complaints of palpitations and a sense of chest suppression. The patient was seen in the hospital and an electrocardiogram showed atrial fibrillation recurrence and the pacemaker was not working normally. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.